Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. The initial reported event of infection was received on 20-feb-2019. Of note the serious injury is normally submitted via an alternative summary report that would have been due on 30-apr-2019. Information was subsequently received on 25-mar-2019 and revealed an out of specification analysis finding. As this new information does not qualify for summary reporting, this report is therefore being submitted as a 30-day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an infection occurred. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.